Manufacturer narrative:
A request was made for the field representative to provide a resolution to this event. This report will be updated when additional information is received.

Event description:
It was reported that device data from this pacemaker follow-up was submitted for technical services review. It was observed that the right atrial (ra) lead had recorded a high, out-of-range pacing impedance measurement in (B)(6) 2018, and an out-of-range pacing impedance measurement on the right ventricular (rv) lead in (B)(6) 2018. Two stored episodes showed noise on the ra and rv channels; in one episode electromagnetic interference (emi) could not be ruled out. Technical services discussed troubleshooting to see if noise and impedance jumps could be recreated. The sensitivity for both channels appeared to be already adjusted above the noise level, which may temporarily mitigate any further oversensing. Other lead measurements were within normal range. If no issues are found during troubleshooting, closer monitoring in the remote monitoring system would be recommended. No adverse patient effects were reported.